Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-02796. The pt has two leads from the same lot. It was reported the pt is having her sys removed. The reason for explant is currently undetermined. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.